Event description:
It was reported that during routine testing, the attachment device would not turn. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device an observed that the ball bearing or oscillating head were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.